Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "downstream occlusion" was not reproduced. A review of the event history log revealed multiple "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the tubing guide depth out of specification. The tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed downstream occlusion. There was no patient involvement. No additional information is available.